Event description:
Ous MDR - after an implantation period of approx. 37 months, ventricular oversensing was reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Consistent with the complaint description, the available data showed artefacts on the rv channel which led to oversensing. The provided x-ray movie sequence demonstrated four leads in the implanted state, an atrial and a left ventricular lead as well as two right ventricular leads. Based on the available sequence an interaction between the nearby leads cannot be excluded. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.